Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the obtuse marginal. Approximately 3 months post the index procedure, the patient suffered cardiac death.

Manufacturer narrative:
Medication was given. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ae term was updated to: chest tightness. If information is provided in the future, a supplemental report will be issued.